Manufacturer narrative:
No information received, not even the implant code and lot, so, no review of the batch documentation could be performed.

Event description:
On (B)(6) 2019 we received a complaint notification from the swiss minister of health. The reason of the complaint is acetabular periprosthetic fracture. Up to date, we do not have additional information.